Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site and re-created reported issue by placing the head on the foam sensor and demonstrating that removing the hands from the master tool manipulator (mtm)s before removing the head can cause the manipulators to drift. The fse explained to the customer that surgeons must follow proper procedure to avoid unwanted movements during surgery. The system was fully tested and verified as ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that arm 3 was moving in an uncontrolled manner. The tse reviewed the error logs and did not find any errors related to universal surgical manipulator 3. The procedure was completed with no reported injury.